Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to open the lever/foot, include, but not limited to tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, when the prostyle device was advanced and an attempt was made to use the lever to open the foot, the lever would not open. This occurred with two prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f sheath and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.